Event description:
It was reported that the right ventricular lead had high impedance and failure to capture, even at the highest output. The physician elected to program the lead in the non-pacemaker dependent patient to an atrial-only pacing mode until the lead could be revised, but the patient was straining in the bathroom and passed out, likely due to vagal-produced atrio-ventricular (av) block. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2005 (B)(6). (B)(4).